Event description:
The distributor reported that during incoming inspection, the following was found: many layers of stain on the tunneler.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Upon completion of the sample evaluation, a follow-up medwatch report will be submitted.